Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. As a replacement, a 1.5x20 non-bsc device was advanced, but the device failed to cross the lesion. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation but the balloon ruptured during second inflation. Another 1.5mm x 20mm x 142cm coyote es balloon catheter was used but still, the balloon ruptured also during second inflation. The physician then tried a 1.5 non-bsc device was attempted to be advanced but the device was unable to cross the lesion. Dilatation was able to be performed with a 1.2-15mm coyote balloon catheter but was not sufficient. A 2.0mm x 220mm x 150cm coyote balloon catheter was used for further dilatation but the balloon ruptured during the first inflation. The procedure was completed with a different device successfully with no patient complications reported.